Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734403, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the thoracic probe was damaged. No patient was involved with this issue.

Manufacturer narrative:
Additional information: initial reporter updated. Correction: initial MDR was inadvertently filed against the system instead of the instrument. Serial and PMA/510k numbers corrected. Lot number and device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.